Event description:
The customer reported that the system would not produce enough power to produce the radiation. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processor pcb was replaced and new cables were ordered. The unit now images properly. The system was tested and found to be working as intended.